Manufacturer narrative:
No button error alarm or unresponsive buttons could be confirmed due to a missing keypad overlay and keypad dome switches. The insulin pump was also received with minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
Customer reported via phone call to have received a button error alarm and was not able to clear. Customer was not sure if button error was caused by leaning against something while on the boat. Customer's blood glucose was 200 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.